Manufacturer narrative:
(B)(4). Date sent: 6/8/2026. D4: batch # 845d28. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage and no anvil was received for analysis. The breakaway washer was not present. During the visual inspection, only seven staples were present in the pockets and the rest were not present. Also, the staple retainer were not present. In addition, the missing staples were loaded and the device was tested for functionality with one test anvil and washer, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 845d28, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that even before the use of the 29 mm cdh, the nurse noticed that all the staples had fallen onto the table. They confirmed that the instrument had not been activated. They therefore discarded the instrument and took a new one. No patient harm was reported.